Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing of noise. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was additionally reported that the lead was explanted.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned and analyzed. Analysis was performed and no anomalies were found. Concomitant medical products: 1388tc st jude competitor lead, implanted (B)(6) 1997.